Manufacturer narrative:
The insulin pump was received with missing segments due to cracked lcd zebra connector. However, the insulin pump received with normal operating currents and passed all functional testing including the a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No unexpected noise, alarm, or alert tone occurred during testing. Removed and reinstalled the battery several times and no alarm, audio beep, or noise noted. The pump powered off properly after the battery was removed. The insulin pump had partially broken reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window. The belt clip slot was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a constant tone, was still alarming when the battery was removed, and had darkened areas on the display. Blood glucose level at the time of the incident was 240 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.